Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the most probable cause of image issue is traced to a component failure. A definitive root cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the bronchovideoscope to the service center for a separate issue. During the device analysis, the service repair technician indicated that a noise image occurred due to damage on charged couple device unit was found. There was no patient involvement.